Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the svc center, the svc tech observed large scratches across the top of the printer cover. Since the event occurred during routine testing, there was no pt involvement during this event.